Manufacturer narrative:
Block e1: initial reporter's phone number is (B)(6); reported here as the phone number exceeded character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the three-way valve was broken. It was reported that during preparation for an ablation procedure to treat atrial fibrillation (afib), a polarsheath was selected for use. It was noted that the three-way valve was broken. The sheath was replaced, and the procedure was completed successfully with no patient complications. The product was disposed of and will not be returned for analysis. No further information has been provided at this time.